Event description:
Customer had ear pierced with the ear piercing system in a retail store on 8/9/97. She sought medical treatment on 8/21/97 after the earring became embedded in her earlobe. The earring was removed by a dr and the customer was provided with antibiotics to treat an infection secondary to the embedment.